Event description:
As reported by the user facility: under infusion: no specific date available, but has been occurring more frequently this past month. Details: hung medication via secondary set - 1000ml to infuse over 1 hour. Infusion took 1 hour 45 minutes. No filter used. Ref MFR report # 9610825-2013-00135.